Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further analysis at the manufacturer¿s site. Based on the log file analysis it could be verified that the device generated the alarm ¿device failure¿ on the (B)(6) 2025. In addition, numerous ventilation-related alarms such as ¿airway pressure high¿, ¿peep high¿, ¿minute volume low¿ were issued by the device. The alarm message ¿device failure¿ was caused by a detected significant difference between the measured inspiratory and expiratory airway pressure. In reaction to this deviation regarding the pressure measurements the device preformed a pressure release. Additionally, the flow delivery stopped and the derived alarm message ¿o2 measurement failed¿ alarm was posted. There was no technical malfunction of the device found as root cause of this event. The device was tested onsite without deviations. The investigation concluded an application issue such as fluid in the breathing system as root cause of the detected significant difference in expiratory and inspiratory pressure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms are posted to alert the user of the situation. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and generated corresponding alarm messages. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the oxygen measurement failure alarm occurred, and the oxygen control was not available. The device was replaced in a controlled maneuver. There were no patient health consequences reported.